Manufacturer narrative:
A ge service representative performed an onsite investigation. The filament driver board and gib were evaluated and replaced. The system calibration files were reloaded. The system was retested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited 'systems-charge errors' upon system start up. This error prevented the system from booting to a usable state. No patient death or serious injury was reported related to this event.